Event description:
The customer reported to olympus, a loaner device evis exera iii video system center exhibited error code b40 indicating the video system center was damaged. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported error b40 was confirmed due to a faulty board and due to a faulty power unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the phenomenon b40 error (light source unconnected error) occurred and was determined to be due to a faulty cm board and a faulty power supply unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.